Event description:
Implanted: (B)(6) 2010. Explanted: (B)(6) 2011. Replaced with plate. Pt kept explant. The doctor indicated the pt fell on the stairs and broke the implant. Pt was a nonunion at 2-3 months post-op. Device was explanted on (B)(6) 2011 and pt was plated. The implant was not returned to sonoma for analysis as the pt kept the explant. This was reported by the sales rep and not presented by the doctor.